Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly intermittently. The contact stated the pump has fully depleted as a result twice. Customer's blood glucose level was reported to be 489 (mg/dl). No action was taken to address bg level at the time of the report. Multiple requests were made for the customer to upload the pump data for review by tandem technical support. However, no logs were available for review.